Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipisilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. After a guide wire was passed through the lesion, a 6.0x20 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a 6x2mm non- bsc balloon catheter. No patient complications nor injuries were reported.